Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log for the run in question was reviewed. Run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509755 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509755 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509755. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509755 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509755 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509755 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be completed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer states that on the realtime sars-cov-2 assay run performed (B)(6) 2020, there were two samples that generated very low positive results but repeated negative on another platform. Customer states that they noted the late amplification on the (B)(6) 2020 realtime run, and decided to retest the samples on both gene-finder and life-river assays on the cobas z 480 platform. Both assays generated a negative result for both samples. Customer reported the negative result to the clinician. Samples were nasopharyngeal samples, retested the same day leaving the samples a couple of hours in the fridge between 4 and 8 degree celsius. The molecular application specialist (mas) discussed possible causes with the customer. Mas followed up with the customer who confirmed no further issues occurred. As the suspect realtime sars-cov-2 assay results were not reported outside the lab, the suspect results had no impact on patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.